Event description:
The customer contacted stryker to report that their device's power button is working intermittently. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The cause of the power button working intermittently was a damaged main keypad. The cause of the device not being able to power on was an unseated flex cable between the power pcb and therapy pcb. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's power button is working intermittently. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.